Event description:
A marquette max stress test system and marquette mac EKG machine have a cable connecting the ECG acquisition module to the main body of the EKG machine, this computer type "rj-45" connector is not adequate for the medical environment. Rptr has numerous problems with these connectors failing. These failures have an impact on delivering pt care. Rptr has had nuclear stress tests interrupted by the failure of these cables. Rptr has had EKG machine failures in the emergency room as a result of failures of these cables. These connectors need to be recalled by the factory and replaced with a more robust connector system.